Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v002328, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: v002328, ubd: 09-jan-2010, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for multiple back operations. It was reported that the ins has been explanted due to malfunction. Leads are still implanted. Reports per op report. MRI tech read patient requested device explanted. Reports device no longer providing relief from her back and leg pain. Ins explant occurred (B)(6) 2009. No patient symptoms or complications were reported in this event.